Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited noise on the ventricular channel that was oversensed, leading to the delivery of inappropriate shock therapy.